Manufacturer narrative:
While sitting on the rollator, the wife stated that the front leg and wheel broke off, causing the end user to fall. He fractured his left arm and shoulder when he fell. His arm was placed in a sling and pain medication was prescribed. The sample was returned and evaluated. There were scratches and scrapes observed from the frame of the rollator. All the legs and wheels were intact. No broken pieces were found. Brakes had not been adjusted correctly. The threading of the triangular hand screws for each leg was inspected and found to be intact. The threading was not stripped. No maintenance had been performed on the device during the time it was used by the end user. No manufacturing defect was identified during the sample evaluation. The owner's manual instructs the user to make sure all parts are secure. It is possible that over time one of the hand screws may have become loose and ultimately caused the reported incident. The root cause appears to be a lack of maintenance.

Event description:
The end user was sitting on the seat of the rollator and fell when the leg came off.